Event description:
A (B)(6) customer received a blood glucose reading of 40-50 mg/dl using a brio meter. The customer's blood glucose was tested while at the hospital and that reading was 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. A control test was performed by the branch using high control solution and the customer's test strips. The results was 59 mg/dl. The high control range was 255-345 mg/dl. The test strips are to be returned for further evaluation.